Manufacturer narrative:
The insulin pump was received with failed battery test due to corroded battery tube. No blank display anomaly noted. Unable to perform the self test, reset error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to failed battery test alarm. Pump passed stop current test. No damage found on liquid crystal display isolation tape. The insulin pump had cracked battery tube threads, reservoir tube lip, minor scratched display window. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump had a blank display. She did not recall the blood glucose reading. The insulin pump had not been dropped, bumped, or exposed to moisture and showed no signs of physical damage. The battery cap contacts were not damaged or missing and the battery spring not damaged or corroded. However, the battery compartment was corroded. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.